Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 110 - 201 mg/dl. Reportedly, customer cleaned the speaker holes and cleared the alarm. It was reported that a cartridge alarm 05 occurred. There was no reported adverse impact to customer's blood glucose level. After allowing the pump to dry the customer was able to re-load a new cartridge onto the pump and resume insulin successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.